Event description:
Customer reported seeing elevated blood lead test results with leadcare ii. Customer reported one capillary blood sample was tested on the day of the call on leadcare ii and the result was 20.6 g/dl. A new sample, from same patient, was collected and tested again on leadcare ii; the result was 11.2 g/dl. Customer reported confirmatory test results are no yet available. After seeing the elevated patient results the customer ran controls on this kit: level 1 = 8.9 g/dl (target range =8.0 -14.0 g/dl) level 2 = 26 g/dl (target range = 25.4-33.4 ug/dl). Although the customer could not recall the decimal point of the result reported, both results were within range. Customer was not available to continue to discuss troubleshooting with ts and requested that ts email additional questions, to be addressed by nursing staff when available. Ts requested analyzer sn and whether they are using microtainers for sample collection, as well as a copy of the confirmation test result, when available. Ts instructed the customer to follow cdc recommendations for capillary blood lead as well as the blood lead test procedure provided in the package insert.